Event description:
As reported by a distributor, a customer is experiencing issues of air entering the system when utilizing a squeeze contrast controller. There has been no pt injury reported. A used sample is being returned for eval.

Manufacturer narrative:
Although it has been reported that the used device will be returned to the MFR, it has not yet been received and therefore, a failure analysis is not yet available. Upon receipt of the device and completion of the investigation, a follow-up medwatch will be submitted.